Manufacturer narrative:
Submit date: 19-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found several damaged components. The unit was repaired, the software was updated and the unit was recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports the unit is automatically turning on and off. No patient involved.